Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the surgeon was switching fluid air exchange from infusion to air, still fluid was coming in the path way during retinal detachment surgery. The surgery was completed after replacing the pack with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used pack was visually inspected. The identification tab was broken off. The cavity of the pinch plate was f1. The non-invasive flow sensor cavity dots, on the left bottom corner during the elastomer overlay process, were recorded to be two dots. The infusion cannula was not returned; lab stock was used for testing. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette without any interference. The ball in the drip chambers¿ check valves moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 10000 cut rate displayed on the console screen. The returned product was tested using the console with the current software. The product could prime and pass intraocular pressure calibration successfully. The left and right measured crystal signal strength for the product was 42%. No air leak or occlusion was detected from the infusion airline during priming process. No fluid flowed to the airline of the administration line. No message code appeared on the screen. No bubble was observed in the nifs fluid path before the cleaning process. No leakage was detected from the cassette, drain bag, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The returned product passed functionality. However, during fluid air exchange function, fluid (instead of air) flowed to the infusion cannula line. There was no fluid from the port of the cassette to the infusion cannula line. Although the console recognized the cassette as a posterior type, the broken identification tab caused the console not to toggle the fluid and air valve. As the result, the valve on the port for the air source remains in close position, while the valve in the fluid port was in the open position to allow fluid to flow during fluid air exchange test. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is related to an error in the molding process of the identification tabs to the pinch plate during manufacturing. The molding defect observed can result in unwanted stress on the identification tab during cassette ejection and can break off. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).